Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer has passed away in a hospital. The customer was hospitalized for 51 days, starting on (B)(6) 2014 before their passing. Customer passed away on (B)(6) 2014. The cause of the customer's death was due to cystic fibrosis. The customer's blood glucose at the time of their death was unknown. It was also found the customer had chronic infection, leading to a blood infection. The caller also stated antibiotics were not effective on the customer. It was also reported the customer was not using sensors and was not wearing one at the time of their death. The caller also stated the customer was not wearing the insulin pump at the time of their death. The caller reported the insulin pump was removed from the customer one and a half day prior to their passing. The caller declined to return the insulin pump for analysis. No additional information provided.